Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the suction cylinder had no color, the circuit board unit in the scope connector was corroded due to water leakage, an e216 scope communication error message was displayed due to corrosion of the plug unit, the insulation resistance value at the distal end did not meet the standard value due to a chip on the scope cover, the image had a partially dark area due to a scratch on the objective lens, the play of the up/down and right/left knob did not meet the standard value due to wear of the angle wire, the objective lens was chipped, the light guide lens was cracked, the bending section cover adhesive had a visible thread, the universal cord was buckled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal cap of the evis exera iii colonovideoscope was brittle. The issue was found during maintenance. There was no reported patient harm or impact due to this event. . During device evaluation at olympus, it was found there was a whitish gelatinous foreign material inside the air/water tube and cylinder. The report is being submitted due to foreign material in the scope found during evaluation.